Event description:
Additional information was received that a second similar event occurred soon after the first event. There was no patient injury. Again the specific serial number of the pump involved was not reported and therefore no evaluation could be performed.